Manufacturer narrative:
Packaging investigation is pending.

Event description:
Consumer reported complaint that the lancing device was missing from the kit. Customer states that she had two clear caps but no lancing device. Customer stated that the package was glued shut but that there was no lancing device in the kit.

Manufacturer narrative:
Lancing device was not returned for evaluation. Packaging evaluation was completed: no abnormalities observed. Most likely underlying root cause: mlc-9: user error caused or contributed to the event. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.